Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The international customer reported the device was displaying low pressure. The device was not in use at the time of the reported issue. There was no patient involvement.